Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the device had gone into backup vvi mode due to an event queue overflow. The device was reprogrammed to its original settings resolving the issue. The patient was in stable condition.